Event description:
A us surgical ta 30 didn't fire during the surgical procedure. The incident prolonged the end time of the procedure because the surgeon needed to suture the anastomosis. The surgeon hand sewed the tissue but this resulted in a temporary colostomy.